Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the transactions were not updated on the reports, and the reports were not current. A technical support specialist (tss) had dialed into the station and reviewed the data synchronized debug logs, which showed an error indicating the station had already been checked. Tss contacted pharmacist was unaware of the case and advised against dialing in. Tss emailed the user for an update and to request downtime. Tss attempted to recover the backup on the lab pas 1.6.1 device, but it failed, even after following the encrypted backup recovery steps, indicating a corrupted backup. Tss informed the findings, and confirmed the station was functioning normally and approved closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, transactions were not updated on reports. There were no adverse events or injuries reported based on this event.